Manufacturer narrative:
Qn# (B)(4). The sample was received and returned to the manufacturing site for evaluation. The manufacturing site reports a visual exam was performed and small broken pieces were observed in the packaging. The spot welding joint was intact. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The manufacturer also reports that the device is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. It seems as though the device sustained unexplained physical damage. A root cause could not be determined. Due to an increase in complaints for breakage, a CAPA was opened to further investigate this issue.

Event description:
It was reported that "when the user snapped the blade on the handle the clear plastic broke and disconnected from the handle". No patient injury or harm reported. Patient condition reported as "fine".

Event description:
It was reported that "when the user snapped the blade on the handle the clear plastic broke and disconnected from the handle". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when the user snapped the blade on the handle the clear plastic broke and disconnected from the handle". No patient injury or harm reported. Patient condition reported as "fine".